Event description:
Arjo was notified of an incident involving a carino shower chair. It was reported that a resident was placed on the device with a safety belt applied and then was left alone, unattended. It was indicated that the resident fainted and fell out of the device forward onto the floor. As a consequence, the resident sustained severe head wound. The injuries were glued in the emergency room (hospital). Tests were done for neurological examination.